Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 1100 mg/dl at the time of admission. The cause of hospitalization was from diabetic ketoacidosis. It was found the customer's high blood glucose began after a set change and the customer was unable to control their high blood glucose with a bolus. Customer's blood glucose rose to 600 mg/dl before being hospitalized. The customer was currently hospitalized at the time of the call. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. It was also found the customer had a bent cannula during troubleshooting. The insulin pump also passed a high pressure test. The insulin pump will not be returned for analysis.